Event description:
In-situ cutter was dicovered broken during a restock after a case. There was no patient involvement. Cutter had a broken spring in the cutting mechanism.

Manufacturer narrative:
Investigation in progress but not yet complete.